Event description:
It was reported, the first concentrator shut down and the concentrator and bottle were replaced. The "second concentrator shutdown. "Through the night another concentrator and bottle [were] replaced, in the morning, yet another one." It was additionally reported, the incident occurred during setup at the patient bedside and the patient exhibited distress and agitation; however, there was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings llc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that sunmed holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 000611653 was reviewed and the product was produced according to product specifications. The actual sample, from the reported event was returned and evaluated, no issues were observed on device. The reported failure was not reproduced in the lab during sample evaluation; therefore, the root cause could not be determined and no corrective/preventative actions were initiated. All information reasonably known as of 17 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings llc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that sunmed holdings llc. Product is defective or caused serious injury.

Event description:
Iit was reported, the first concentrator shut down and the concentrator and bottle were replaced. The "second concentrator shutdown. "Through the night another concentrator and bottle [were] replaced, in the morning, yet another one." It was additionally reported, the incident occurred during setup at the patient bedside and the patient exhibited distress and agitation; however, there was no reported injury.